Manufacturer narrative:
A valid serial number has not been provided cable and adapter. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no damage was observed. Usb charger / and usb cable were not returned with the reader. It was unable to perform built-in reader test due to reader did not power on. The returned reader was further investigated and de-cased. Performed a visual inspection on the reader's pcba (printed circuit board assembly); signs of burn marks were observed. Also, liquid contamination on the pcba of the returned reader was observed. Issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.